Event description:
During preparation, with the patient prepped and in the operation theater the amplifier was powered on and the indicator light was green. After approximately 15 minutes the indicator light changed to yellow and a burning smell was noted. The amplifier was restarted and the light remained a flashing yellow instead of solid green. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One velocity amplifier was received for evaluation. Upon amplifier startup, a flashing yellow led was displayed and the amplifier was unable to connect. Further investigation revealed the source of the reported smoke was due to electrical overstress damage on capacitor c39 on the catheter amplifier board in slot 13. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.